Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller states that the patient has had a return of symptoms for probably 3 weeks. Caller states the patient is having odd symptoms and it is giving him an error message on his handset. The error message is out of range contact your clinician 528. Caller noted that the old medtronic controller gave a similar message, the patient programmer is also showing oor. Caller stated that they checked the handset about a week ago on wednesday and that's when they saw the error code. Caller also noted that when the patient's neurologist checks the impedances, it makes the back teeth ache which is happening now and is intermittent. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The manufacturer representative (rep) called to follow up on case. The rep indicated that the patient contacted the healthcare provider (hcp) indicating that they needed to be seen. The caller wanted to know what could be the issue. The caller reported that they thought that the patient was getting a code 756 on the patient controller but the caller was not certain. Tech services (tss) reviewed information from the original call with the patient. The caller will follow-up with the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they didn¿t know if there was an impedance issue or what the cause of the ¿out of range¿ error message was. The patient saw their healthcare provider, but the rep wasn¿t made aware of any actions that took place.